Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the catheter balloon had ruptured. Based on the description of the event, the reported event was most likely caused by use of the device in a contraindicated procedure. Per the IFU, "syntel embolectomy catheters are contraindicated for endarterectomy procedures or for use in the venous system, grafts, shunts, or as a vessel dilator." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: removing a clot inside av shunt at arm "while removing a clot in the arm, the balloon was ruptured. There was no calcification in the vessel. The inflation volume was correct. The operation was completed without any problems using another product." Hospital: [name] physician's name: doctor [name] a picture of the product is available. Product is available for return. Additional information received via email on (B)(6)2020 "the lot number of this unit is 1342021. Based on what has been reported so far, these doesn¿t seem to be much calcification in the vessel. Correct amount of sailine was used to inflate the balloon." Additional information received via email on (B)(6)2020 procedure - removing a clot inside av shunt at arm. Patient status - patient is fine. Not health damage happened. Event date - (B)(6)2020 . Product lot number - 1342021. No unintentional material was left in the patient. Balloon was not left. No. Vessel was not damaged. No. There was no difficulty inserting or removing the catheter. No. Catheter did not contact with any sharp objects throughout the procedure. Intervention: "the operation was completed without any problems using another product." Patient status: no patient injury indicated.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: removing a clot inside av shunt at arm. "While removing a clot in the arm, the balloon was ruptured. There was no calcification in the vessel. The inflation volume was correct. The operation was completed without any problems using another product." Hospital: [name]. Physician's name: doctor [name]. A picture of the product is available. Product is available for return. Additional information received via email on 31jan2020 from [name], lemaitre vascular. "The lot number of this unit is 1342021. Based on what has been reported so far, these doesn¿t seem to be much calcification in the vessel. Correct amount of sailine was used to inflate the balloon." Additional information received via email on 06feb2020 from [name], lemaitre vascular procedure - removing a clot inside av shunt at arm. Patient status - patient is fine. Not health damage happened. Event date - 23 january, 2020. Product lot number - 1342021. No unintentional material was left in the patient. Balloon was not left. No. Vessel was not damaged. No. There was no difficulty inserting or removing the catheter. No. Catheter did not contact with any sharp objects throughout the procedure. Intervention: "the operation was completed without any problems using another product." Patient status: no patient injury indicated.